Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to damage on the tube, water tightness was lost; the nozzle was deformed; the objective lens was scratched; the adhesive on the distal sheath was detached; the image guide protector was shaved; the universal cord was discolored; due to wear of the angle wire, bending the angle in the up/right direction does not meet the standard value; due to wear of the angle wire, the play of the directional knob is out of the standard value; and due to clogging of the nozzle, water removal ability does not meet the standard value. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the duodenovideoscope presented with air or water leakage from the instrument suction channel. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged and there was foreign material on the forceps elevator component due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned nozzle and forceps elevator components that were noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the nozzle clogged and dirty device identifies foreign material in the forceps elevator was that the device could not be reprocessed (including brushing) due to various issues like physical damage, leakages, k-wire/ elevator malfunction. The material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.